Manufacturer narrative:
Evaluation summary: the product was returned. Dried solution was observed. Both haptics are folded onto the optic. The reported foreign material (cotton thread) was not observed. The reported foreign material was not observed on the lens, in the lens case, or inside the opened pouch. The product was returned in an opened condition. Bent haptics and dried solution were observed. Due to the condition of the returned sample, the presence of solution is an indication the product was handled, we cannot verify if the reported "cotton thread" was present when opened. Cotton is a common contaminate found in a many environments. It is unknown if the reported cotton thread was present but became lost during transit. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on additional clarification received post initial report submission, this event does not meet criteria for reporting as the foreign material was noticed upon opening the package. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information that the reporter initially reported that the cotton thread was noticed on the product right upon opening.

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cotton thread was found on an intraocular lens (iol) before the surgery. The procedure was completed with another iol. Additional information has been requested.